Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had been exposed to moisture and they experienced keypad anomaly. Customer advised the rain got the insulin pump wet. Troubleshooting for pump exposed to fluid was performed. Customer advised the fluid is inside the lcd display screen. Troubleshooting for the keypad anomaly was performed. Customer advised they received a button error alarm after the moisture damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage on the motor. Unable to verify button error alarm or the unresponsive button keypad due to the blank display. The pump also had a cracked reservoir tube lip.